Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an ladg procedure, the device's teflon dropped while sweeping teflon during omentectomy (ladg). No pt consequence was reported as fallen teflon was discovered and removed from the abdominal cavity right away. Unk how case was completed.